Manufacturer narrative:
The technician found the brake pedal sets but the wheels roll on the left and right head brake casters and the right foot brake caster. The brake pads turn very easily by hand most likely caused by normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician applied locite on the brake pads and threaded rod and adjusted all brake caster pads to resolve the issue. Based on this information, no further action is required.

Event description:
The nurse reported the brakes will set but do not hold. The stretcher was located in the office at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).